Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, with the patient stating the button worked most of the time but later reporting it was not working properly; the device was replaced and the user was instructed on shutdown, data sync to the mobile app, backup therapy, and the need to repeat the startup process for the replacement device. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no hospitalization, no medical intervention, and no long-term impact. Investigation included review of the user¿s report, troubleshooting and education, and replacement of the device with return of the original for assessment. Investigation of this case revealed a suspected device hardware malfunction localized to the user interface control (sleep/wake button), with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was probable device component failure of the sleep/wake button.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.